Event description:
Account reports they are getting erratic ise results for patients. The following results were provided: sample 1 initial potassium 5.6 mmol/l, repeated as 4.5 mmol/l. Sample 2 initial sodium 146 mmol/l, repeated as 134 mmol/l. The results were not reported. The field service rep found the sipper was loose and repaired the instrument by tightening the sipper nut.